Manufacturer narrative:
Physio-control evaluated the device and verified the reported problem. Physio determined the cause for the malfunction to be a shorted capacitor, designator c70, on the digital pcb assembly.

Manufacturer narrative:
(B)(4): a replacement device was provided to the customer. Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device had all three (charge-pak, attention and wrench) icons illuminated and it would not power on. There was no patient use associated with the event.